Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air detector, which was switched off. The investigation attributed this state to user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector was switched on and the device passed all testing.

Event description:
It was reported that the pump drew air into the system but did not give an alarm. There was no reported patient involvement.